Event description:
The patient reported, she forgot to reconnect to her insulin infusion device, and was without insulin for several hours. She stated her blood glucose reading went up, but when she tried to check it, her monitor was not functioning properly. She said she thought her blood glucose was around 500 mg/dl. On follow up, the patient stated she does not know what her actual blood glucose level was, but she corrected it by giving herself a bolus through her insulin infusion device. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.